Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Device status. The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 56 old male with a history of coronary artery disease and prior cerebrovascular accident who presented with a non-st-segment elevation myocardial infarction complicated by cardiogenic shock. The clinical team made the decision to transfer the patient to a tertiary hospital for protected percutaneous coronary intervention. An impella cardiac power (impella cp) device was successfully implanted, and percutaneous coronary intervention was performed on the left anterior descending artery and the left circumflex artery. Following the procedure, the impella device was found to be malpositioned and interacting with the papillary muscles. The device was repositioned under echocardiographic guidance, and the patient was transferred to the intensive care unit. On the following day, the impella device was found to have migrated into the aorta and was repositioned at the bedside under fluoroscopic guidance until appropriate positioning was achieved. On the second day, the patient did not tolerate the planned device-weaning protocol. Further assessment was conducted throughout the day, and the clinical team decided to remove the device on the following day. On the third day, the patient developed an inoperable intracranial hemorrhage that was considered to be caused by the anti-coagulation medications. The family elected to withdraw life-sustaining treatment, and the patient passed away. While the impella pump is conservatively coded for stroke and death, it is more likely that they were related to the patients underlying medical conditions, suggested by their past medical history of a stroke. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Investigation summary ppae (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details.